Event description:
Tanning bed has a cracked dome and many missing bulbs resulting in user burns under area of bed where bulbs are working. Salon also uses only one pair of goggles instead of separate pair for each user. Rptr approached bed owner about "bringing it up to code" but they have been unresponsive. Rptr is mainly concerned about ophthalmic burns and the potential for harm from the cracked dome.

Event description:
Tanning bed has a cracked dome and many missing bulbs resulting in user burns under area of bed where bulbs are working. Salon also uses only one pair of goggles instead of a separate pair for each user. Rptr approached bed owner about "bringing it up to code" but they have been unresponsive. Rptr is mainly concerned about ophthalmic burns and the potential for harm from the cracked dome.